Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined; this showed the device was in good condition. The device was given functional check; this showed the device gave an error alarm with error message 46507. This error message indicates an issue with the pump's main board. The device's event history log was downloaded and examined. The reporter provided complaint information on 16 august but did not indicate the date the event occurred. The event history log showed the device was in use on 2 august and during programming the device gave an "unusable battery" alarm and the pump powered down. The power problem could be confirmed; this occurred due to a component issue.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device did not generate an alarm when the batteries were depleted and did stop without any alarm. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.